Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen is intermittently unresponsive. Reportedly, the customer has to press button multiple times for them to respond. Customer's blood glucose level was not impacted. Customer has back up levemir and novolog for continued insulin therapy.